Event description:
As reported: 18f manta vascular closure device used for femoral access closure. Post-procedure angiogram showed access below bifurcation. Flow beyond closure device, but area of closure appears compromised. Manual pressure held and femostop femoral compression system applied. Patient was transferred to higher level of care. Patient complains of pain at site upon transfer to intensive care unit (ICU).

Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following an undisclosed procedure, an 18f manta was deployed for closure in the common femoral artery. A post procedure angiogram revealed access positioned below the bifurcation. The area of the closure appeared compromised although flow was present beyond the manta device. Manual pressure was held, and mechanical compression system was applied. Upon transferring the patient to the intensive care unit (ICU), the patient complained of pain at the site. After unsuccessful attempts at obtaining further information regarding initial and deployment procedures, patient conditions and environment, patient outcome, and no device or angiograms submitted for investigative purposes the root cause remains inconclusive for this event. There is believed to be no device failure. The device was successfully implanted. Manual or mechanical compression used to achieve a quicker time to hemostasis are clinically accepted therapies and does not indicate device failure. The IFU warns do not use manta if the puncture site is at or distal to the bifurcation of the superficial femoral and profunda femoris artery, as this may result in the 1) anchor catching on the bifurcation or being positioned incorrectly, and/or 2) collagen deposition into the vessel. Precautions if bleeding from the femoral access site persists after the use of the manta device, the physician should assess the situation. Based on the amount of bleeding, use manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent, and/or surgical repair to obtain hemostasis.